Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel.

Event description:
Unomedical reference number (B)(4). Event occurred in the israel. It was reported that the patient experienced an insulin flow blocked alarm, and troubleshooting was performed by changing the infusion set and reservoir. The patient rewound the pump, reinserted the reservoir, ran the fill tubing until insulin exited the tubing or the pump alarmed (minimum 5u). However, insulin did not exit. The occlusion alarm occurred during priming and it was confirmed that occlusion in tubing. No further information available.